Manufacturer narrative:
Product event summary: a pump with unknown serial number and an outflow graft with unknown lot number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. The reported thrombus event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system ¿ pump, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: (B)(4). Device available for evaluation: no. Mfg date: unk. Labeled for single use: yes. (B)(4). This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was admitted with outflow graft thrombus which was confirmed via computed tomography (CT). The outflow cannula of the ventricular assist device (vad) also was thrombosed and narrowed. The patient also experienced an arterial non-cns thromboembolism. The vad and outflow graft remain in use. No further patient complications were reported as part of the event. This event was reported in the q2 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.